Event description:
During a meniscal repair, the trigger on the handle would not advance forward and the second t-bar could not be deployed. Then the suture was cut and the first t-bar remained in the pt unsupported. A back-up device was available to complete the repair, and no pt injury resulted.